Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic. However, upon seeing the high glucose sensor readings, they self-treated with insulin (dose/type unspecified). After an unspecified period of time, the customer was taken to a hospital, where they were treated by an hcp with sugar water and juice for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 7.0 mmol/l was compared to an hcp meter result of 1.20 mmol/l. The length of sensor wear was 9 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.